Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6.2 was not closing properly as the barriers had fallen out and the door was failing. The field service engineer (fsr) replaced the entire drawer, and there was difficulty removing the drawer from the chassis. Then removed, and all pockets were manually transferred into the new drawer. The station was powered up and allowed to enter the application to perform a firmware update. Afterward, diagnostics were run to complete an acceptance test. The customer then tested the drawer, and all functions were confirmed to be working properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 6.2 failed to fully open and close. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.